Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the right ventricular (rv) lead and right atrial (ra) lead exhibited noise oversensing. The rv and ra lead were explanted and replaced. The patient was stable throughout the procedure.

Event description:
New information received noted that the right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition.